Manufacturer narrative:
(Report #3 of 3). We were informed that the device used during the reported event was disposed at the facility and it is not available for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
A report received from a user facility in the (B)(4) stated that three different cutters were not cutting the vitreous on three different patients and needed to be changed. There was no patient injury reported.

Manufacturer narrative:
Report# 3 of 3 (0001920664-2018-00114; 0001920664-2018-00115). A review of the complaint database revealed no other complaints have been submitted against lot w0442. CAPA 610815 was closed on 06 july 2018 but was still open when lot w0442 was manufactured in october 2017. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523w. The first lot of bl5523w that was built with the vitrectomy tubeset enhancement was lot #w2143 in july 2018. Any bl5523w product with lot no. W2143 or higher will include the vitrectomy tubeset enhancement.